Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 11. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.